Event description:
Device 1 of 2: reference MFR report # 1627487-2019-00894. It was reported that patient was having other health issues and stimulation was not helping. In turn, entire system was explanted.